Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. It was reported that the display screen had a vertical black line in the middle of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/12/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed no cosmetic defect. On startup, a vertical black line was observed on the display screen. Upon opening the pump, a failed display flex was found. The damaged display was replaced with a test display, and the display screen returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.